Event description:
It was reported that an ilet user observed discordant glucose readings when the cgm showed high with a downward trend while a fingerstick initially read low, followed by a repeat fingerstick of 493 mg/dl after washing and drying hands; the user had eaten a usual breakfast without meal announcement per clinician guidance, then disconnected the pump for a shower and charging for approximately 1.5 hours without pausing, during which the system would have continued dosing off-body. Symptoms included no reported adverse symptoms. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting and education on appropriate pump use, including the effect of delivering insulin off-body while disconnected and the importance of clean, dry hands for capillary testing. Investigation of this case revealed user technique and use conditions as the most plausible contributors, including off-body insulin delivery leading to insufficient insulin exposure and possible initial contaminated fingerstick. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.